Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump basal iq feature did not suspend insulin delivery when blood glucose was at 60 mg/dl and the pump touchscreen was displaying a lock message when customer was not expecting to see it. Customer declined to provide further information on the reported issues.